Event description:
The customer reported that the unit was failing to fully power up, displaying system failure cycle power - error 10003.

Manufacturer narrative:
The customer reported that the unit was failing to fully power up, displaying system failure cycle power - error 10003. The device was evaluated at philips, and the failure was confirmed. It was determined that the condition was caused by a corrupt external data card. Replacing the data card resolved the issue.